Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, when trying to connect the right ventricular (rv) lead to the device, the hole of the device was loose after tightening the set screw. The lead was reconnected, however, the set screw was loose again. It was noted the rubber ring of the set screw was loose and the lead could not be fixed. The crt-d was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.